Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gauze is fraying when used. Additional information received stated that the gauze was used in the operating room and delivery room. When the doctors use it and remove it from where they place it in the patient, the thread comes out and the gauze frays little by little; the thread doesn¿t come out completely.

Manufacturer narrative:
The device history record (DHR) review was performed showing no exception that could lead to the reported incident. No sample was available for investigation; however, a photo was provided. There is no abnormal phenomenon found on the sample photo. The supplier checked their retained sample and found no fraying. The supplier performs a quality inspection during the process. From the investigation, there is no abnormalities found in production process, retained sample, or the DHR. The supplier is unable to determine the root cause. The relevant sectors of manufacturing were informed of the complaint information for their awareness. There is no action taken at this time. The supplier will continue to monitor the trend of this type of incident.